Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: "when using the serum, tube did not draw enough. Adr# (B)(4)".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: "when using the serum, tube did not draw enough. Adr (B)(4)."